Event description:
During an incident in 2002 involving a pt who was down and unresponsive, had no pulse and no CPR being performed, this defibrillator displayed "mcm not clear" and the analyze prompt was never present though ECG was noted on the screen. The crew tried to push the analyze button, but nothing happened. The unit was powered off and back on with the same results. A 12 lead zoll in AED mode was attached and read asystole, no shock advised. The pt was pronounced at the hospital but the customer contact feels the pt was already dead before transport. Laerdal defib pads, expiration dated 5/03, were being used.